Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department after being discharged post implant. The patient presented with blood oozing from the incision site beneath the dressing. A one centimeter area of dehiscence of the surgical wound was present. The patient was given medications and skin glue to close the wound. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.